Event description:
It was reported that the patient underwent full vns replacement surgery due to the high impedance. The explanted vns products have not been received by the manufacturer to date.

Event description:
Generator product analysis was completed. The pulse generator performed according to functional specifications. The battery measured 2.965 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, condition. Diagnostics were as expected and no battery status indicator was observed. There were no performance or other adverse conditions found with the generator. Lead product analysis was completed. The allegation of high impedance was verified in the product analysis, or pa, lab. A lead break was identified in the negative coil. Scanning electron microscopy, or sem, images suggest that a stress-induced fracture occurred in at least two strands of the negative quadfilar coil and secondary stress fissures were noted in one strange of the coil at the break. Sem images showed that pitting or electro-etching conditions occurred at the break location. Due to pitting or mechanical distortion, the fracture mechanism of the other strands could not be ascertained. The portion of the lead containing the electrodes was not returned and analysis could not be made on that portion of the lead. Set-screw marks were observed and indicated that proper contact between the set-screw and the connector pin was present at least twice. The break in the negative coil was identified at approximately 1.1 cm past the electrode bifurcation and the secondary broken strands were observed in the vicinity of the coil break. Other than the mentioned observations and typical wear/explant related conditions, no additional anomalies were identified in the returned lead portions.

Event description:
It was reported that high impedance was observed on the patient's vns. The patient was referred for vns replacement surgery. Clinic notes were later received revealed that at an office visit with the patient's neurologist, the high impedance was observed and the patient's vns was programmed off. The patient was referred for neurosurgery to determine if imaging was needed to assess the vns lead. The physician noted that the vns had likely not been working for some time and the patient did not have any clinical seizures. It was stated that if there were frequent seizures observed with an ambulatory eeg monitoring, the patient would need a vns replacement. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
The explanted vns generator and lead were received by the manufacturer and are pending product analysis.